Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller asked if it was normal to feel warmth/heat from the battery and leads. Caller stated that sometimes within the last couple months the patient said their back felt hot. Caller stated this happens just randomly throughout the day. Caller explained that they have been told that they are the only patient in the united states that runs their implant at 19 at all times. Agent reviewed information with caller and redirected caller to their healthcare provider. Caller stated that the stimulator has changed their life, and they're super grateful for everything is has done. Caller asked about other systems that don't use a corded charger; agent reviewed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.